Event description:
ICD generator and leads removed. Lead fracture for right ventricular lead (rv) and physician changed protocal for right atrium (ra).======================manufacturer response for implant - lead wire, implant - lead wire (per site reporter).======================known recall.